Event description:
The patient reported uncomfortable sensation at the implant site. An advanced bionics representative performed device evaluation. The problem was not confirmed. Explant surgery has been scheduled.